Event description:
It was reported that a pericardial effusion was noted during a vt ablation procedure. The effusion could not be reduced spontaneously. One hour post procedure, the pt was sent to surgery. The surgeon stated that the perforation may have occurred during the transseptal puncture. The pt is reportedly stable. Two agilis nxt catheters and brk needles, a sorin xtrem quadripolar catheter and a biosense webster stockert generator were used during the procedure.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow up report will be submitted upon completion of the investigation.